Manufacturer narrative:
A 0.014 non-medtronic wire was also used. Stenosis described as moderately calcified. Pre-dilation was not performed. Detachment occurred when being removed from the 6fr sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone device was received for evaluation. No ancillary device or images were received with the device. The hawkone was connected to the cutter driver. A bend was noted in the shaft under the strain relief. Biological debris was noted throughout the distal assembly. A radial fracture was observed between the anchor pockets and proximal end of the coiled segment of the housing. The cutter remained attached to the drive shaft. The cutter was advanced approximately 2.6cm distal from the cutter window. Microscopic examination revealed that pet of the proximal end of the distal assembly was torn. Flecks of green were noted at the location of the damage, consistent with the coating of the guidewire. Inspection of the window assembly revealed bending and deformation. Microscopic examination of the guidewire lumen revealed zipper tearing from the proximal end of the housing to the rotating distal tip. The guidewire lumen of the rotating distal showed no zipper tearing. Image review: one photographic image was returned. The photography provided was of the distal assembly of the hawkone device. Biological debris was noted throughout the hawkone distal assembly. The hawkone distal assembly was separated just distal to the cutter window where the coil segment of the distal assembly began. The cutter and drive shaft were not visible in the photograph. The photograph provided was consistent with the returned device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device with a 6fr sheath during treatment of a plaque lesion in the patient¿s proximal superficial femoral artery, popliteal artery, and peroneal artery. Slight tortuosity reported. IFU was followed. It is reported that following completion of atherectomy in the peroneal section, when the device was being removed; as it approached the ipsilateral femoral head the tip detached. Following difficulty, the nosecone was snared and removed. The tip was still on the guidewire.

Manufacturer narrative:
Additional information: all device components were retrieved from the patient. If information is provided in the future, a supplemental report will be issued.